Event description:
Lot no: unknown, exp. Date: unknown, complaint: false positive, initial report date: march 9, 2022. Lot no.: unknown no. Of false positive result: about 5 cases this case is 4th case of 5 cases. It is related to (B)(4). Time of false positive result occurrence: around september and october 2021. All of the test results were confirmed by pcr testing afterwards on the same day. All of the tests were conducted with direct sampling from the patient.